Event description:
It was reported that, "triathlon total knee arthroplasty posterior stabilized components. Post op film revealed a femoral fracture from the femoral component up the femoral shaft for 3-5cm. Surgeon was planning a post up recovery of non-weight bearing until fracture heals".

Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information pertaining to the device referenced in this report was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.